Event description:
It was reported by the rep that the (2) tlc55 were used during a lobectomy procedure. It was reported that the instrument locked out. The case was completed with another instrument and there was no pt consequence.